Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All broken off pieces were removed from the patient. They took a new kit and fixed the plate a couple of millimeter near the old hole.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary - one broken off screw head, one undamaged screw and one undamaged plate were returned for investigation. The review of the manufacturing documents for the sterile kit has shown that this kit is made of three matrixneuro cranial plates, straight, 2 holes and six 1.55 neuro, self-drilling screws. The review revealed that these implants were manufactured in august 2015 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The root cause of the breakage was not able to be determined. There are multiple factors which could have led to the breakage, such as: high torsional load application during insertion and/or the insertion of the screw in exceptionally hard bone. A pre-drilling might be helpful in special cases, to provide an easier implantation. A visual inspection was performed on the broken screw head and it was found that the cross slot was damaged (one quarter of recess turned off); the screw tip was not returned. A review of the DHR was performed and there were no findings. The dimensions of the screw could not be verified due to the incurred damage of the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part belongs to kit 145.321s lot. 9622207. Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). He investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the skull closure procedure after a craniotomy with matrixneuro sterile kit, one screw head is broken off. The surgery was not prolonged. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. Corrected data: manufacturing location of the device was identified and corrected. Complained part number 04.503.104.20 belongs to kit part number 145.321s, lot number 9622207. Lot number and expiration date added to fields. (B)(4). Lot number 9838999 is associated with the non-sterile part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.